Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a left ventricular assist device placement procedure, this patient's right ventricular (rv) lead was damaged and dislodged. The lead then exhibited high pacing thresholds, loss of capture, and pacing was not delivered when required. The lead was surgically abandoned. A new rv lead was successfully placed. No adverse patient effects were reported.